Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 03/14/2018 that on (B)(6) 2018 the patient had a defective transmitter. No additional event or patient information is available. No data was provided for evaluation. Data was provided for investigation. Confirmation of the complaint was confirmed via data. The probable cause could not be determined via data.